Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the pulse generator could not be interrogated. Several attempts were made to interrogate the device and were unsuccessful. The wand was pushed hard over the device and the device was able to be interrogated. The device was reprogrammed to normal settings.